Event description:
It was reported that; vitoss was brought in to the case. Product expired by one month was opened and used. Surgeon nor hospital never complained. It was further disclosed that the surgeon was very likely unaware that the vitoss was expired.

Manufacturer narrative:
Device implanted in patient.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; additional document review results: the reported device is a vitoss bimodal foam pack 5cc. Further communication with the sales rep and the reported event confirmed the use of an expired vitoss product that was implanted in a patient. The reported event noted surgery was completed with no adverse consequences nor surgical delay; therefore the actual severity is s0 (user annoyance). This risk has been adequately assessed and does not warrant an update at this time as no new harm/hazard has been identified. Device history review indicated all devices accepted into final stock met specifications. Device evaluation could not be performed as no items were returned. Based on the reported event, the most likely cause of the reported event was determined to be user error. Dsm review of the device history records indicated there were no deviations related to the reported failure mode. The device lot met all pre-determined acceptance criteria. The product expiry date was present and correct on device labeling. No root cause can be assigned by dsm for failure mode; surgeon used expired product. Further communication with sales rep indicated the surgeon was very likely unaware that the vitoss was expired. Sales rep further explained vitoss was not left on consignment at the particular hospital but rather noted that during the time this procedure was performed there was a transition happening in the office likely resulting in not checking the expiration date. Since the correct labeling was confirmed in the device history record and sales rep noting the expiration date was missed on this product could have led for this product to be used in surgery; therefore the probable root cause is user error. Conclusion: based on the reported event, the most likely cause of the reported event was determined to be user error.

Event description:
It was reported that; vitoss was brought in to the case. Product expired by one month was opened and used. Surgeon nor hospital never complained. It was further disclosed that the surgeon was very likely unaware that the vitoss was expired.